Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results that were generated by the access 2 instrument. The customer indicated they obtained elevated, above the ami cut-off, accu tni results for six (6) patients. The customer provided only two (2 ) results: 0.62ng/ml and 0.64ng/ml. The erroneous results were reported out of the lab and questioned by the ER. The customer stated that the "positive" accutni results were "negative" upon repeat. Per customer, the patients were admitted for observation only. However, they were not able to provide the exact number of patients that were admitted. The customer did not receive any report of patient injury requiring medical intervention or death attributed or connected to this event.

Manufacturer narrative:
A pre-analytical sample handling information was not provided. The customer did not report any issues with other assays or patient results. Qc was within specifications prior to the event. Qc performed after the event was out of specifications high for all levels. The customer discontinued use of instrument until verified by service. A field service engineer (fse) was dispatched to the customer's lab: a) the fse performed a complete preventive maintenance (pm) to the instrument. (There is no information why pm was performed). A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.